Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt experienced "spasms" in their back when their device was turned on. When the device was turned off, "the spasm disappears." It was stated this may have been occurring "since the beginning of the year." Impedance measurements suggested "a possible fluid short." Reprogramming resulted in "good coverage" and the pt "seemed to be ok." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.